Event description:
It was reported that the patient was experiencing flickering vision of the peripheries bilaterally. In addition it was stated that the patient was diagnosed with pseudophakia status post laser iridotomies. The patient has pre-existing hyperopia with narrow angle glaucoma. A separate medical device report (MDR) is being submitted for each eye. Follow-up with the physician indicates that disability paperwork is being filled out for the patient.

Manufacturer narrative:
(B)(4). The lens remains implanted in the eye at the time of the report. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Below is corrected information: (B)(6) 2012. All pertinent information available to abbott medical optics has been submitted.